Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had failed battery test. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had received a failed battery test after changing the battery. The customer was advised to clear the alarm with esc and act. The customer was advised if alarm was not cleared the failed battery test alarm will recur with each new battery inserted. The customer declined troubleshooting due to needing a battery quickly to continuing pump use. The insulin pump will not be returned for analysis.